Event description:
The customer reported to olympus that when using an evis lucera elite bronchovideoscope, there was an air/water leakage. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the connecting tube had coating peeling (1mm2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (air/water leakage) was confirmed due to a pinhole on the channel tube, there was water leakage. In addition to the coating peeling (1mm2 or more), additional evaluation findings were as follows: the scope connector had corrosion and the scope cover using was sticky due to the water leakage, the bending angle in the up direction did not meet the standard value, the connecting tube did not rotate smoothly, and the light guide bundle had breakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the coating on the insertion tube peeled off occurred due to stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿3.3 inspection of the endoscope: 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects.¿ olympus will continue to monitor field performance for this device.